Event description:
The customer tried to test the system and got no tone with the hand activation button enabled. The customer tried a second handpiece with the original disposable whiich solved the problem. There was no patient consequence.

Manufacturer narrative:
The analysis results confirmed that the hand piece was returned with the 4-40 stud broken. No testing could be performed due to the returned condition.